Event description:
It was reported to philips that the heartstart mrx defibrillator was stuck on the printing screen and would not turn off. The customer had to remove the batteries to get the device to turn off. There was no negative patient impact.